Manufacturer narrative:
The cuff bond appeared to have degraded causing the catheter to fall out. Prior to 1/92, cuffs were bonded to the catheters with adhesive. Since then, cuffs have been heat welded onto the catheters. A product recall was issued for adhesive bond cuffs and the FDA considered the recall completed in 7/95. Referecne z1243-1246-4.

Event description:
The catheter was placed approximately 1 year ago at another facility for dialysis. It was reported that on 1/24/97, the patient turned over in the middle of the night and the catheter fell out. The reporter noted that there was no cuff attached to the catheter, even though this was a dual cuff catheter. The catheter is to be replaced.